Manufacturer narrative:
Sections with additional information as of (B)(6)2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: (B)(4): user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache and lightheaded. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in follow-up calls on (B)(6) 2021 and (B)(6) 2021 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition remained the same and that she was still feeling lightheaded. No medical attention since the last call was reported. Manufacturer attempted several additional follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 128, 180, 113 and 135mg/dl; customer also stated she had obtained back to back results of 180 and 120mg/dl. The customer was not using the proper back to back testing technique. The customers expected am fasting blood glucose test result is 80 mg/dl and expected blood glucose test result 2 hours post meal is 120mg/dl. At the time of the call the customer reported symptoms of headache, feeling lightheaded and that she may faint. Medical attention was not needed at the time. Customer did state that she had contacted her doctor regarding the results obtained and was told to contact the manufacturer. During the call, a back to back blood test was performed by the customer and produced test results of 95 and 104 mg/dl 2 hours post meal using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 04/21/2022 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6).